Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, and/or excessive, unusual and/or awkward movement and/or activity." This report is number 2 of 4 MDR's filed for the same event (reference 1825034-2016-00551 / 00554). Discarded.

Event description:
It was reported that the patient underwent an initial right total knee arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2014 due to unknown reasons. The femoral component, diaphyseal segments, stem, bearing, axle, yoke, bushings, and locking pin were revised. Patient was revised again on (B)(6) 2014 due to unknown reasons. The femoral component, diaphyseal segments, stem, bearing, axle, yoke, bushings, and locking pin were revised. Patient was revised once again on (B)(6) 2016 due to femoral component loosening. The femoral component, diaphyseal segments, stem, bearing, axle, yoke, bushings, and locking pin were revised. The tibial tray remained implanted. During the procedure, the surgeon was unable to reduce the knee with the 9cm and 7cm diaphyseal segments, resulting in a 1 hour delay. A 5cm diaphyseal segment was used to complete the procedure.